Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6006809 in question was manufactured at the reynosa site. Threshold analysis: a query was run on 21-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6006809 the count of complaint is 7 which is exceeds 3. Further investigation is required via CAPA determination assessment using statistical analysis. The complaints number are: (B)(4). Device history record (DHR) review: the lot 6006809 was manufactured according to the work instruction (wi) version 78 and manufactured in the multivac m12 on 26-apr-2024, with a total of (B)(4) units. The assembly, lot 4d03117 was manufactured according to the wi version 27 and manufactured in the quickset line, on 25-apr-2024, with a total of (B)(4) units. The assembly, lot 4d03118 was manufactured according to the wi version 27 and manufactured in the quickset line, on 26-apr-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, the returned sample(s) from the lot have been requested. No photo or physical sample was provided. The reference samples were already tested in the complaint (B)(4). Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, the thresholds of 6 reportable complaints are met for the lot in question and malfunction code; further actions are required. This complaint requires further corrective and preventive action (CAPA) determination assessment.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient faced an infusion set bent cannula event on (B)(6) 2025. The blood glucose level was high at the time of the event with value of 414 mg/dl. The patient visited emergency room (ER). The length of hospitalization was less than 24 hours. The patient also tested positive for ketones with ketone value of 2mmol/l. No further information available.